Event description:
The co customer reported that the 3100a did not meet a performance spec while being prepared for a pt. They could not complete the pt circuit calibration. The flow meter appeared to be leaking. The pt was not compromised at all.